Event description:
The facility representative reported that the device underdelivered during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention.